Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident occurred with a female patient allergic to bactericidal antibiotics. When the specimen was being removed in the extraction bag, the bag leaked at the level of the closing part. Bile leaked inside the abdomen and the umbilical wound. The specimen was recovered, and the wound was cleaned and washed. But the consequence for the patient was an increase of the time for the treatment. Patient was also in pain. It was necessary to use bactericidal antibiotics whereas the patient was allergic to them. Drainage was performed. During the same intervention, the surgeon also faced an issue with monopolaire forceps (from another supplier than teleflex). The monopolaire forceps are too rigid and the monopolaire wire is not functional. The cable was changed. Additional information: the bag was not torn, not broken. The leak was at the level of the closing wire but the wire was not damaged.

Event description:
Incident occurred with a female patient allergic to bactericidal antibiotics. When the specimen was being removed in the extraction bag, the bag leaked at the level of the closing part. Bile leaked inside the abdomen and the umbilical wound. The specimen was recovered, and the wound was cleaned and washed. But the consequence for the patient was an increase of the time for the treatment. Patient was also in pain. It was necessary to use bactericidal antibiotics whereas the patient was allergic to them. Drainage was performed. During the same intervention, the surgeon also faced an issue with monopolaire forceps (from another supplier than teleflex). The monopolaire forceps are too rigid and the monopolaire wire is not functional. The cable was changed. Additional information: the bag was not torn, not broken. The leak was at the level of the closing wire but the wire was not damaged.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. There are implemented multifunction inspections in manufacturing process. In case of broken bag or bag with functional issue (unfunctional closure wire}, such bag should be immediately detected and scrapped. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/ preventive actions in production are deemed necessary to introduce.